Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). We received one used and filled easypump ii st 100-0,5-s-us withbout packaging. The received sample was taken to a visual inspection. The white clamp was closed, the patient connector was not closed, the original wing cap was submitted from the customer. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected no crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. After opening the white clamp and waiting for 60 minutes the pump is not working (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not within our specifications. Justification: justified. Device history record (DHR): review of the device history records was performed and no non conformances or deviations were noted in process and final inspection. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: when the patient was attempted to be hooked up for infusion, there was no flow. When we received it back we also unclamped it and there was no flow. No patient injury.